Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown ncb pp plate trauma implant on an unknown date. It was also reported: "breakage of the plate after treatment of a periprosthetic fracture." The date of the event is unknown. No further information available at this point of time. Additional information has been requested and is currently not available.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the ncb pp plate was implanted on (B)(6) 2016 and removed on (B)(6) 2016 due to a plate breakage. Review of received data, several x-rays were received: -pelvic view (undated): cement-free hip stem right and cement-free hip cup right with additional screw fixation, spiral fracture of the femur right at the distal end of the prosthesis. -femur (right) with knee joint lateral: spiral fracture of the femoral center (right) from the distal end of the prosthesis. Contour irregularity of the anterior tibial surface. -right hip ap: cement-free hip stem right and cement-free hip cup right with additional screw fixation, spiral fracture of the femur right at the distal end of the prosthesis. -distal thigh with knee joint and proximal lower leg on both sides in ap projection (dated (B)(6) 2016): a plate can be seen with 5 screws and cerclage wire just below the lower end of the plate. Contour irregularity of the lateral tibial surface. -distal thigh with knee joint and proximal lower leg on both sides in lateral projection (dated (B)(6) 2016): the x-ray quality is very poor. Therefore, no statement can be done. -hip right with thigh in ap projection (undated): the ncb-pp is located on the lateral side, visible to the third bottom screw. It can be seen that the fracture was correctly repositioned fracture. -right thigh with knee joint and tibial head in ap projection (undated): postoperative views with visible drainage. Correctly repositioned distal femoral oblique fracture at the distal end of the plate. Osteosynthesis plate visible on the lateral side up to the visible tip of the hip endoprosthesis. No signs of loosening. Suspected non-dislocated lateral tibial fracture. -right thigh with femur condyles in side projection (undated): postoperative views with visible drainage and braces. Correctly repositioned distal femoral oblique fracture at the distal end of the plate. No signs of loosening. -hip right with distal incompletely illustrated thigh in ap projection (undated): the osteosynthesis material can be seen up to the probably 3rd lowest screw. No signs of loosening. In addition to the x-ray image of (B)(6) 2016, an additional obliquely sweeping screw can be seen. -right femur in lateral projection (undated): visible dislocation at the proximal end of the femur at the proximal end of the spiral fracture by approximately 1/6 of the femoral shaft width. -femur right with tibial head in ap-projekton (undated): compared to the pre-treatment, a curved osteosynthesis plate was inserted without signs of loosening. -thigh right with knee joint and tibial head in lateral section (undated): the 8-hole osteosynthesis plate and the ncb pp plate can be seen. Visible distal fracture of the femoral spinal fracture. Correctly repositioned distal femur fracture without dislocation. -hip right with distal incompletely illustrated thigh in ap projection (undated): the osteosynthesis material can be seen up to the probably 3rd lowest screw. No signs of loosening. Correctly repositioned femoral spiral fracture. -right hip with thigh in axial projection (undated): the x-ray quality is suboptimal. Bony structures cannot be clearly seen. No signs of loosening. -right thigh with knee joint and proximal lower leg in ap projection (undated): no signs of loosening. Distal fracture line not visible. -thigh right with knee joint and tibial head in lateral section (undated): the 8-hole osteosynthesis plate and the ncb pp plate can be seen. No signs of loosening. -hip right with distal incompletely illustrated thigh in ap projection (undated): fracture of the ncb-pp plate in the centre of the plate at the distal end of the hip prosthesis in approximately 16 degrees varus. -right hip with thigh in axial projection (undated): fracture of the ncb-pp plate in the centre of the plate at the distal end of the prosthesis with dislocation around the plate surface with re-fracture of the femoral spiral fracture. Visible proximal part of the distal osteosynthesis plate. -right hip with thigh in axial projection (undated): the same x-ray as the previous one. Fracture of the ncb-pp plate in the centre of the plate at the distal end of the prosthesis with dislocation around the plate surface with re-fracture of the femoral spiral fracture. -right femur with knee joint and proximal tibia in ap-projection (undated): visible fracture lines proximal and distal. No signs of loosening. Non-dislocated lateral tibial head fracture with a fracture line extending into the eminentia. -thigh right with knee joint and tibia head in lateral projection (undated): fracture of the ncb-pp plate in the centre of the plate at the distal end of the prosthesis with dislocation around the plate surface with re-fracture of the femoral spiral fracture. -pelvic view with proximal femur on both sides in ap projection (undated): fracture of the ncb-pp plate at the distal end of the prosthesis with minimal dislocation -right hip with femur in ap projection (undated): clearly visible fracture of the ncb-pp plate at the distal end of the prosthesis with low dislocation . -femur right with knee joint and tibia head in ap projection: visible fracture of the ncb-pp plate with a small dislocation at the upper edge of the image. No signs of loosening. Non-dislocated tibial head fracture. Three surgical reports were received: -surgical report dated (B)(4) 2016: open reduction and osteosynthesis of a periprosthetic proximal and distal femoral shaft fracture (right). A ncb plate and cerclage wires were implanted. The patient has an existing hip joint endoprosthesis. Surgery time: approx. 3 hours. -surgical report dated (B)(6) 2016: additional plate osteosynthesis (manufacturer of the plate is synthes) in the distal femoral shaft (right) with cerclage wires after open reduction of a simple femoral shaft fracture and multiple fragment fracture. Surgery time: approx. 1.5 hours. -surgical report dated (B)(6) 2016: diagnosis: periprosthetic femoral fracture (right), breakage of the ncb plate. Removal of the broken ncb plate, lcd plate and the wires. Stem replacement via transfemoral access and implantation of a revitan stem (200/24 mm) with cemented cup and cerclage wires. Trochanter re-fixation with a philosophic plate was done. The use of copios (bone graft) was done in the distal femur. Devices analysis: visual examination: the broken ncb pp plate, the ncb pp trochanter plate narrow, 9 ncb screws (7 bicortical and 2 unicortical), 7 uls screws and 9 ncb locking caps were returned for investigation. The cerclage wires seen on the x-rays have not been returned. The broken ncb pp plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. Polished areas can be seen on the fracture surfaces. There are also several scratches on the ncb pp plate surface visible. The ncb pp trochanter plate narrow do not show any damages or abnormalities. Some ncb screws (bicortical) show damages on the thread. The uls screws do not show any abnormality. The locking caps show deformations in the hexagonal area. Review of product documentation: - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. It was reported that the ncb pp plate was broken in a patient, male, (B)(6), after 3 months in vivo. Several x-rays and surgical reports were received and reviewed by a healthcare professional. No abnormalities could be detected in the received documents. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture could be detected. There are several factors which may have contributed to the breakage: it can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the plate breakage could not be determined. The need for further corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on january 10, 2017. No surgical report or x-rays were provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, proximal, right, 12 holes, 285 mm, on (B)(6) 2016 on the right side. The ncb plate was explanted on (B)(6) 2016, due to implant fracture.